Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was patient reported that they noticed this month that it had been more frequent that they would need to charge their ins. Patient noted that they use to charge their ins twice a month, but now they would need to charge the ins twice a week. Agent reviewed charging frequency with patient and redirected patient to their hcp if they had follow up question about the battery usage. Patient noted that maybe it's because they had their therapy on all the time.